Event description:
Home pt (hp) reported that hp experienced a minicap falling off transfer set. Hp had set change and antibiotics given (specifics unknown). Actual sample discarded, companion samples available. Per hp, no pt injury was associated with this incident.